Event description:
A pt fell while being transferred to a chair with a golvo 7007es pt lift. According to the facility, before the pt was raised, the aide positioned the sling under the patients legs, then placed the sling loops onto the sling hanger bar. Next, the pt was lifted from their bed. After the pt and the lift were moved near a chair, the caregiver began adjusting the base when a popping sound was heard and the pt fell to the floor. The staff reported the pt did not hit their head; was alert, verbal and received a reopening of a minor laceration on their arm and an abrasion on their knee. The pt was then taken to lunch and began having complications afterward. The family refused medical treatment and the pt passed away 90 minutes after the fall. The cause of death was determined to be of unknown causes, and not attributed to the fall. After the incident the facility inspected the equipment and found the hanger bar's safety latches were incorrectly located in the up position. The staff then repositioned the latches into their correct lowered position. The following day the equipment was inspected by liko's local distributor. The safety latches were now correctly positioned. The lift was completely inspected, deemed to be in good working condition and returned to service.